Manufacturer narrative:
Add'l 510(k): k003608. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A piece of the jaw broke into the patient. This piece is still inside the patient as doctor was unable to retrieve. Doctor is monitoring the patient. He believes the instrument; in particular the insert, was showing signs of wear and tear. Hospital claims they were unaware of the required limited uses of 30-40 times only for this device, and admitted they had not been monitoring how many cases it had been used for. The delay in surgery was less than 15 minutes and the patient is being monitored and discharged from hospital. Operation was on the abdomen.

Manufacturer narrative:
(B)(4). The device was not returned for investigation; however, pictures were provided. One of the jaw parts is broken off. The instrument was analyzed by microscope. The point of breakage shows a light flush rust due to the long storage time, but no unusual structural conditions such as pores,inclusions or foreign bodies could be found. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Based on the information available the root cause of the failure is most probably user related. According to the instructions for use (IFU), the instrument is validated for a maximum of 50 reprocessing cycles. According to the surgeon, the instrument was showing signs of wear and tear, it is not comprehensible why it still was used. It is expressly pointed out in the IFU that such instruments must no longer be used. Corrective/preventive action is not required.